Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot product code: 338.260 (60085218), lot number: 4l36212, manufacturing site: haegendorf, release to warehouse date: 14. June 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary investigation site: cq zuchwil, selected flow: damage. Visual inspection: the investigation of the complained dhs/dcs-impactor shows that the component plastic insert is broken. Moreover, the device is in a very used condition with numerous hammer marks at the broken section as well as at the shaft. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Investigation conclusion: the complaint condition is confirmed due to the breakage. Because of the damage it is not possible to measure the relevant dimensions anymore. However, based on the findings above no fault could be found in material or during the production that may have contributed to the complaint condition. While no definitive root cause could be determined, we do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Event year is reported as 2020, however exact date of event is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the instrument breaks during the insertion of the screws. There was no surgical delay. There was no consequence to the patient. Unknown screw (part # unknown, lot # unknown, quantity # 1). This complaint involves three (3) devices. This report involves one (1) tip for dhs®/dcs® impactor. This is report 1 of 1 for (B)(4).